Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. The device was returned in three separate pieces. The handle was cut from the device. The coil, control wire and over sheath were also cut. It was also noticed that the coil was bent. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the ascending colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip failed to release from the catheter to deploy. The clip was unable to reopened to be removed from the tissue and could not pulled off the tissue. The physician chose to tape the catheter in place and completed the procedure. Later on (B)(6) 2014, the patient reported that the catheter had come loose and returned the device to the physician. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the ascending colon during a colonoscopy with polypectomy procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip failed to release from the catheter to deploy. The clip was unable to reopened to be removed from the tissue and could not pulled off the tissue. The physician chose to tape the catheter in place and completed the procedure. Later on (B)(6), 2014, the patient reported that the catheter had come loose and returned the device to the physician. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.